Event description:
Customer states the battery is unable to be charged in the device or battery charging center. No reports of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.